Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 and damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was severed cutting the red (can h) wire. The cause for the failure was isolated to the cut red (can h) wire in the trunk cable. The electrode belt showed signs of physical abuse. The root cause for the cut wire and cable was physical abuse. No adverse event resulted from the cut wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and was causing a service code 204 (belt/monitor unusable).